Event description:
User facility medwatch report received june 27, 2006. The hosp reported that in 2006, while inserting a lumbar drain, product ID ins-5010, a piece of the drain sheared off. Additional info received about two weeks later: pt was undergoing a thorasic aortic aneurysm repair, a piece of the lumbar drain sheared off into the pt. The surgeon retrieved the piece and did not continue the surgery. The surgical procedure was re-scheduled and the pt is a reportedly okay.

Manufacturer narrative:
To date the device has not been received for evaluation. An investigation has been initiated based on the reported info.